Event description:
The pt was hospitalized due to a diabetic ketoacidosis. The reporter is questioning the operation of the device. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident. Per review of the device history log with the pt it was determined that the pt was having some difficulty with certain features of the device. Pt had been using the device less then one month. Pt to receive additional training.